Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose past week and had emergency room visit on (B)(6) 2018. Customer¿s blood glucose was 382 mg/dl at the time of incident. The current blood glucose level was 255 mg/dl. Customer suffered from the symptoms like dehydration, vomiting, nausea, stomach pain. Customer also stated that he insulin pump had a keypad anomaly. Customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.